Event description:
During a follow-up in-clinic, episodes of double counting p-waves, p-wave amplitude variation, and inappropriate automatic mode switch (ams) were observed on the atrial channel of the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable.